Manufacturer narrative:
(B)(4). Method: the complaint mr290 chambers were returned to fisher & paykel healthcare in (B)(4) and were visually inspected and pressure tested for the reported leak. Results: visual inspection of the returned chambers revealed that one chamber was cracked on the chamber dome, between the baffle and port. White stress marks were present above the crack and the aluminium base below the crack was slightly dented. The other chamber showed no damage. Pressure testing of both chambers identified no leak and the returned chambers operated within specification. A lot check revealed no other complaints for lot number 140515. Conclusion: we were unable to determine what had caused the cracking of the chamber. However, the stress mark and dent in the base indicates that the crack is most likely due to impact damage. The reported leaking of the chambers could not be replicated. The customer confirmed that the chamber feedset spike was left in the bag spike sheath during the leak test. The bag sheath is for the prevention of contamination and damage to the bag spike during transport only. This suggests that the returned chambers failed the ventilator leak test due to a set-up issue. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chambers which fail this inspection are rejected. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers; set appropriate ventilator alarms; perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient the hospital staff correctly checked the breathing circuit before patient use, which is in line with our user instructions. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that two mr290v humidification chambers failed the servo-I ventilator leak test. This was found before use on a patient.